Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient is a teenager. The catheter was inserted but found cut in two after 1 day. The catheter was out of the patient, the balloon was fully deflated, there was urine leakage everywhere in the bed. Another catheter was inserted.

Event description:
It was reported that the patient is a teenager. The catheter was inserted but found cut in two after 1 day. The catheter was out of the patient, the balloon was fully deflated, there was urine leakage everywhere in the bed. Another catheter was inserted.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Visual examination was conducted on the returned sample and it was observed that the ca theter was broken at the funnel joint area where the funnel is still securely attached to the urine bag. According to the complainant description, the catheter detached itself from the patient during usage causing leakage to t ake place. However, only the funnel part of the whole cat heter was returned for investigation. The remaining shaft of the catheter was absence. Investigation on the funnel joint area reveals that parts of the shaft is still intact inside the funnel which suggest that the tube was once well attached to each other along with its x-ray line was clearly visible and still intact within the funnel. Catheter broke may occur due to several reasons such as cat heter was in contact with sharp or pointed object, effect of used of clamper, excessive force applied at the funnel end or between the shaft because of catheter st uck at crib rail or tube extended as the patient glide on the bed. Such extreme tensile strength may exceed the standard requirement of catheter strength and render to catheter to be detached or break. Based on the above findings, we did not find any problem within the product which could have contributed from manufacturing processes. Therefore, we could not confirm the complaint as stated above.